Event description:
Received via medwatch doc#: (B)(4). While the doctor was attempting to give patient spinal anesthesia the 24-gauge spinal needle was broken off beneath the skin surface. X-ray was called. Doctor was able to remove the broken needle. Image was read by radiology and it was determined there was nothing left in the wound.

Manufacturer narrative:
Qn#: (B)(4). A device history record review was performed on the spinal needles with no relevant findings. A corrective action is not required at this time as the root cause for this complaint investigation could not be determined based upon the information provided and without the actual sample. Complaint verification testing could not be performed as no sample was provided for analysis. A device history record review was performed on the spinal needle with no evidence to suggest a manufacturing related cause. Therefore, the potential cause of this complaint could not be determined based upon the information provided and without the sample.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
Received via medwatch doc# (B)(4). While the doctor was attempting to give patient spinal anesthesia the 24-gauge spinal needle was broken off beneath the skin surface. X-ray was called. Doctor was able to remove the broken needle. Image was read by radiology and it was determined there was nothing left in the wound.